Event description:
It was reported that the pt underwent a spinal procedure for t9 compression fracture at t8-t10 using anterior fixation. While the surgeon implanted the plate, the screw at t10, the vertebral body was broken. The pt bled about 2730ml. The surgeon stopped the bleeding and implanted another plate at t11. The procedure was completed without other complications. The pt reportedly was getting well post op.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for eval. We are unable to determine the cause of the event. This part is not approved for use in the united states; however a like device catalog #859-640, was cleared in the united states. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.